Event description:
Rectangular object discovered upon x-ray with c-arm during surgery with patient positioned prone on jackson table. Object discovered to be inside hip pad attachment to the table. No patient injury occurred and surgery was completed. Company representative notified via phone in 2008. Osi rep robyn mcdaniel said she would get back to us.